Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 475 mg/dl. Customer advised the infusion set completely broke off a piece of plastic and the insulin pump broke at the reservoir. Customer advised they held the reservoir in place with tape. Customer declined to further troubleshoot and needed a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test and rewind test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip.